Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008 as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, pelvic pain and dyspareunia. Concomitant products included cimetidine, cyclobenzaprine, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), polymenorrhoea ("excessive frequent menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain upper ("stomach pain") and migraine ("migraines / headaches") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, polymenorrhoea, vaginal haemorrhage, uterine haemorrhage, female sexual dysfunction, abdominal pain upper, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, polymenorrhoea, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2003. Date of essure related surgery : (B)(6) 2016. Current weight 84 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received. Lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),stomach pain, lower back pain, weight gain/ loss specify which one: weight loss. Abnormal uterine bleeding, excessive frequent menstruation" were added. Concomitant drugs, medical history , reporter information, lab data and patient demographics were added. Patient aka name was added. Product code was updated to ess305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, pelvic pain and dyspareunia. Concomitant products included cimetidine, cyclobenzaprine, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), polymenorrhoea ("excessive frequent menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abnormal uterine bleeding ("abnormal uterine bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain upper ("stomach pain") and migraine ("migraines / headaches") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, back pain, polymenorrhoea, vaginal haemorrhage, abnormal uterine bleeding, female sexual dysfunction, abdominal pain upper, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain upper, abnormal uterine bleeding, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, migraine, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2003. Date of essure related surgery : (B)(6) 2016. Current weight 84 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , pelvic pain, dyspareunia lot number: 627728 manufacturing date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, pelvic pain and dyspareunia. Concomitant products included cimetidine, cyclobenzaprine, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), polymenorrhoea ("excessive frequent menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain upper ("stomach pain") and migraine ("migraines / headaches") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, polymenorrhoea, vaginal haemorrhage, uterine haemorrhage, female sexual dysfunction, abdominal pain upper, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, polymenorrhoea, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2003 date of essure related surgery : (B)(6) 2016. Current weight 84 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , pelvic pain, dyspareunia. Lot number: 627728 manufacturing date: 2008/07 expiration date: 2010/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet received : event injury nos was deleted now event medical device removal was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.